Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing module for multiple patients. The samples were repeated on another instrument and normal results were obtained. The customer provided the following data on one patient: customer¿s normal range: 134 to 145 mmol/l initial sodium result = 115mmol/l, repeat sodium result (ac02496) = 135mmol/l there was no impact to patient management reported.

Manufacturer narrative:
The customer replaced the ict module and the issue was resolved. The ict module was determined to be the likely cause of the issue. An instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the alinity c system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. A review of labeling was performed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number ac02497 or the ict module were identified.